Manufacturer narrative:
A ge service representative performed an on site investigation. The iris gear was tightened and a collimator calibration was performed. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed an error code message. No reports of patient or staff injury.